Event description:
The customer obtained result 290mg/dl on accu-chek inform meter in comparison to 102mg/dl lab result. The results were obtained within 10 minutes. No action was taken based on the readings. No adverse event reported. New system sent to customer, and return requested.